Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the trial was initiated on (B)(6) 2024. It was reported that there was a communication issue between controller and ens and unable to communicate/connect to controller. There was no communication/can't communicate. Troubleshooting was performed and attempted to reconnect the device however it continues to say therapy has stopped. The cause of the issue was not known. The issue was still ongoing.  Additional information was received from the patient on (B)(6) 2024. Support link did troubleshoot the issue and was unable to resolve this. Support link was not able to make any adjustments at this time. Patient advised to contact their clinician with concerns. Additional information was received from the patient on 2024-jul-28. T he patient stated that the patient was having two messaged come up when attempting to make adjustments which were end session and system error, but neither of the messages will close. Support link assisted the patient with restarting the programmer and when they attempted to access my therapy app the messages appeared again before the device could communicate with the ens. The patient mentioned that they got their ens wet a couple of times due to leaks. The patient feels the therapy was not helping with her symptoms at all and support link advised the patient to please contact her clinician's office for further assistance.  Additional information was received from the patient on 2024-jul-30. The patient stated that the programmer was not working.